Event description:
A pt reported that their meter stopped powering on two weeks prior to their reporting it. At that time, they were feeling weak. They ate something and later took insulin. Unknown what the time frame was for all this. They then had to go to the emergency room because they felt low. Unknown what the e.r. Meter reading was. The doctor there advised pt to get their "meter fixed". Unknown if they were given any treatment. They then went to the pharmacy and they replaced the battery for pt in the meter. The power issue was still not resolved. They reported this issue two weeks later. This case is reported as a meter malfunction due to the power issue not being resolved after troubleshooting. There is insufficient info about the e.r. Incident to report it as an adverse event. No further info has been reported. A letter is sent to the customer to try and contact pt for more info.